Event description:
A malfunction alarm occurred, displaying code malf 9. The customer's blood glucose level was reported at 9 mmol/l, which is within the normal range. Technical support provided instructions for resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happened again, which the customer understood and acknowledged.